Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for surgery procedure - unknown -, reason, after the procedure the device exhibited backup vvi mode. A firmware download was performed, the device resumed normal function. No additional information was available.